Manufacturer narrative:
(B)(4). Device evaluated by mfg: received one leveen electrode and cord with residue present on the device indicating use/ handling. A visual examination of the leveen device found the tines to be fully retracted. The metal cannula was slightly bent. A functional evaluation was performed by extending and retracting the array with some resistance noted, most likely caused by the bent cannula. The tines were found to bent and unevenly spaced. A second functional evaluation was performed by measuring the continuity and electrode was able to conduct current indicating proper connectivity. The cord continuity was measured to be 0.3 ohm. The continuity of the electrode and cord combination was measured at 0.6 ohm. The electrode and cord were able to conduct current indicating proper connectivity. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 24may2016. It was reported that a pad error code occurred. A leveen standard electrode and a rf3000 radiofrequency generator were selected for use during a radiofrequency (rf) ablation treatment procedure in the kidney; however it was noted that a pad error occurred. All grounding pads were replaced with non-bsc grounding pads, but the pad error code occurred two or three more times. Roll-off was able to be achieved. It was reported that the ablation was performed with the leveen needle half deployed "purposefully." No patient complications were reported and the patient status is good. However, device analysis revealed a bent cannula and difficulty extending and retracting the array.